Event description:
Hcp reported the patient had an infection of their morphine pump. The pump was explanted and not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.